Event description:
Patient went to or for cutting balloon atherectomy of left renal artery. Upon inflation of the balloon, it ruptured. Balloon sheared off of the catheter requiring snaring of the distal tip with a gooseneck snare. All pieces successfully removed.